Manufacturer narrative:
It was reported that a hl20 double pump displayed the error message "beltslip". The event occurred during a routine check. Further during service a head error was reported. No harm to any person was reported. The error head can cause an unintentional pump stop; therefore it is reportable. The error beltlsip is a warning and is not reportable. A getinge field service technician (fst) was sent for investigation and repair. The failure could be reproduced; the defect optical tacho board was replaced. Further as a preventive measure a second optical tacho board was also replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and defect part optical tacho board (over 14 years old), the most probable root cause for both failures (head and beltslip) was determined as age related failure of the optical tacho board component. The review of the non-conformities has been performed on 2025-11-28 for the period of 2011-06-22 to 2025-11-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-06-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head and beltslip" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that a hl20 double pump displayed the error message "beltslip". The event occurred during a routine check. Further during service a head error was reported. No harm to any person was reported. The error head can cause an unintentional pump stop; therefore, it is reportable. The error beltlsip is a warning and is not reportable. Complaint ID (B)(4).